Manufacturer narrative:
This report is being submitted as part of a retrospective review of optical signal issues, per FDA recommendation. The investigation of optical signal issue has been completed. The pump and logs were not returned. The cause of the false position in aorta alarm was patient condition related.

Event description:
The complainant reported that an impella 5.5 pump was implanted for circulatory support. A 'position in aorta' alarm occurred intermittently but appeared to be false. Echocardiography confirmed good left ventricular positioning of the impella, and motor current demonstrated good pulsatility. No harm occurred to the patient.